Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that she spilled insulin on her new pump and received an alarm. The customer was advised to follow up with the healthcare provider office and if they can provide settings to her by tomorrow so we could assist with programming her new device. The customer was also advised to call healathcare provider to discuss backup plan. The customer was unable to complete the troubleshooting, call was disconnected.